Manufacturer narrative:
Based on the information provided for this investigation, factors such as incisional edema, poor patient fixation, and decentered capsulotomy likely attributed to the reported event. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported an unexpected outcome one week following cataract surgery with intraoperative aberrometry of the left eye.